Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the patient experienced pain at the location of the apex of the heart due to perforation. Poor sensing and poor threshold values were seen for the right ventricular lead. The lead was removed and replaced. No further patient complications have been reported as a result of this event.